Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and was discharged home post-procedure. The 3.4cm target mass was in the left lower lobe. Early in the procedure, the physician faced technical challenges due to airway narrowing, suspected to be caused by enlarged lymph nodes. The physician proceeded with the biopsy using virtual navigation and the radial ebus ultrasound signal. The ion procedure was concluded, and mediastinal staging of central lymph nodes was performed uneventfully. There were no reported issues with the ion system. Final pathology results of the ion biopsy revealed focal atypical cells, chronic inflammation, fibro adipose tissue, and skeletal muscle, resulting in non-diagnostic findings. A biopsy from a sub-carinal lymph node revealed well-differentiated non-small cell lung cancer (nsclc). Approximately three days post-procedure, the patient experienced back pain, and a small pleural effusion was detected; hospitalization was not required. About a week later, the patient was admitted with bilateral pneumonia and empyema. The patient was intubated and required prolonged ventilation; therefore, a tracheotomy was performed per standard care procedures. After several weeks on the ventilator, the patient recovered and was discharged home with plans to begin chemotherapy. The physician suspects that during the ion peripheral biopsy, the lung mass and pleura may have been perforated by the biopsy tools (as evidenced by muscular tissue samples on pathology), which possibly contributed to the formation of the empyema. This event was not solely attributed to technology as the patient¿s airways were narrowed/collapsed during the ion procedure. The physician is uncertain about the source of the bilateral pneumonia, but he does not believe that it was specifically related to the biopsy procedure.

Manufacturer narrative:
A review of the system logs for the reported procedure date found that no related system errors occurred during the procedure that were relevant to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion lung biopsy and linear ebus staging. Airway narrowing was noted resulting in a more challenging case. Biopsies were obtained with a needle, brush, forceps and cryoprobe. The procedure was completed without further issue and the patient was discharged home. Non-small cell lung cancer was confirmed on linear ebus biopsy and ion biopsies revealed atypical cells along with skeletal muscle consistent with chest wall biopsy. 3 days later the patient presented with back pain, a small pleural effusion was detected and hospitalization was deemed unnecessary. The patient was then hospitalized at another hospital a week later with bilateral pneumonia and empyema requiring intubation. The patient was transferred for ongoing care where the patient underwent tracheostomy. After several weeks the patient was successfully liberated from mechanical ventilation and was discharged with plans to start chemotherapy for metastatic lung cancer. Based on the available data the infection and subsequent events described may have been procedure related but were not device related. Navigational bronchoscopy is a minimally invasive and safe procedure. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with a pneumonia/infection rate of 0.2%. Other reports have described rates as high as 6.1% in patients with lung cancer attributed to anatomic changes and underlying co morbidities. Cavitation, intratumoral low density areas, bronchial stenosis, low serum albumin and tumors greater than or equal to 3cm have specifically been associated with a higher risk of infectious complications post bronchoscopy. This patient had at least 2 of these risk factors including airway narrowing and tumor greater than or equal to 3cm. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --shimoda m, yamana k, yano r, et al. Analysis of risk factors for the development of a post-bronchoscopy respiratory infection in lung cancer patients. Journal of infection and chemotherapy. 2021. --souma t, minezawa t, yatsuya h, et al. Risk factors of infectious complications after endobronchial ultrasound-guided transbronchial biopsy. Chest. 2020.